Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (sn:(B)(6); sigpshell, sig power sigpshell control shell (lot#unknown); sigadaptxl, sig power sigadaptxl linear xl adapter (sn:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the reload was connected without any problems, the surgeon then closed the jaws and inserted it into the abdominal cavity. The device was then articulated (bend) to approached the stomach, however, the stapling began even though the green button was not pressed at all.  After that, when the staples had come out about one-third of the way, it stopped, pressed the open button, and released the jaw. The handle was not changed, but a new reload was used. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6, h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired and the interlock was engaged. The sled and staples were visible at the 4.5cm cut line. The jaw of the reload was open. Staple pushers were visible at the 5cm cut line. The proximal sutures were cut properly and the distal sutures were returned intact. Functionally, the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the stapling began even though the green button was not pressed at all. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 (fdd a150104 removed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the reload was connected without any problems, the surgeon then closed the jaws and inserted it into the abdominal cavity. The device was then articulated (bend) to approached the stomach, however, the stapling began even though the green button was not pressed at all. After that, when the staples had come out about one-third of the way, the surgeon stopped the firing, pressed the open button, and released the jaw. The powered handle was not changed, but a new reload was used. There was no patient injury. Medtronic's evaluation found that the reload was partially fired and the interlock was engaged.